Event description:
It was reported that the tip break occurred. The patient underwent an arteriovenous fistula thrombectomy. A two 90cm mach 1 catheter-guide were selected for use. During the preparation, after opening the product, it was noted that the tip part of the device was broken. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the device was just pulled out from the cardboard packaging.

Event description:
It was reported that the tip break occurred. The patient underwent an arteriovenous fistula thrombectomy. A two 90cm mach 1 cather-guide were selected for use. During the preparation, after opening the product, it was noted that the tip part of the device was broken. The procedure was completed with another of same device. No patient complications were reported.